Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low glucose that dropped below 70 mg/dl trends managed by anticipatory carbohydrate intake and by pausing the ilet, while also making predominantly ¿less than¿ meal announcements because the ¿usual¿ meal delivery felt excessive. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included self-treatment without alarms or hospitalization. Customer care provided troubleshooting and education focused on meal announcement use and algorithm behavior. Investigation of this case revealed that consistent ¿less than¿ meal announcements can lead the algorithm to deliver reduced meal insulin and hinder adaptation, contributing to subsequent lows and user-initiated pump pauses. It was concluded, based on previously established findings for similar reports, that user-directed meal announcement patterns and conservative meal selections were the primary contributors.